Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. No battery alert noted during testing.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 439 mg/dl. Customer also stated that the insulin pump received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis. Frn-unk-rsvr, unomed set.